Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was having a back surgery, and a false ventricular event was recorded due to noise over sensing. As a magnet was applied during the procedure, no therapy was delivered in an appropriate manner. The ICD remains in service. No adverse patient effects were reported.